Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal claim alleges the patient is seeking compensation due to failure of his hip implant. Doi: unk - dor: unk update: 07/13/2012. Litigation alleges that the patient is permanently harmed by severe metal poisoning and metallosis from the metal debris of his asr right hip implant. Litigation further alleges that the patient continues to suffer from additional damage to the tissue and bone around his hip area. There is no new information that would change the outcome of the investigation. Unknown acetabular cup and femoral head added. Doi: (B)(6) 2009 dor: none indicated (right hip). Patient is a resident of (B)(6). Update: (8/9/2012) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update 18 apr 2018. Additional information received. Asr litigation received. In addition to what was previously alleged, litigation alleges pain and injury.